Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a physically damaged force sensor assembly. This report is being made based on results of evaluation.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on (B)(4) 2011. Device evaluation: a review of the pump history did not show any alarms related to the event. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. Evaluation revealed that the force sensor assembly was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.